Manufacturer narrative:
Corrections: new information received reports that the device was not involved with the two strokes, therefore the event should not have been reported. (B)(4).

Event description:
Additional information received from the consumer reported the strokes did not affect the device. Circumstances that led to the stroke included high blood pressure, working too many hours, and other unknown factors.

Manufacturer narrative:
(B)(4).

Event description:
The patient had two mini stroke about two years ago. The indications for use for this patient was gastrointestinal/pelvic floor. Additional information was being requested from the patient regarding the cause of stroke. Follow up will be submitted if additional information is received.